Event description:
It was observed that during the evaluation, a spectrum pump alarmed system error 322. It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter rec'd and evaluated the device. The device was found to be out of specification in relation to the reported symptom, which was unable to be reproduced. The device was tested for 96 hours with no occurrence of system error 322. System error 322 was confirmed through review of the device history log and was determined to be caused by a failed upper auxiliary assembly. The failed upper auxiliary assembly was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.